Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on her left side and under the rear therapy electrode pads. It was reported that the patient's nurse was applying an unspecified lotion to the area. During a follow up, the patient's nurse reported that they had adjusted the garment so the device doesn't sit on the irritation and it was improving.